Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical australia evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, manual self-test, and full functional stress testing including ECG functional testing using test pads without duplicating the report. An internal inspection resulted in no findings. The device's pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.